Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number 8x3qml was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. A review of the share logs was performed and signal loss not was found for serial number 8x3qm within the investigation window. The allegation was not confirmed.the probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).